Event description:
A pump declared an altitude alarm issue, which was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue independently by removing and reloading the cartridge and then resuming insulin use, declining further discussion.